Event description:
The complainant in japan reported that the automated impella controller (aic) controller error alarm occurred during impella cp priming. The light from the optical sensor was not coming out from the connector connection. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported automated impella controller (aic) - controller error (yellow alarm)issue has been completed. Data analysis confirmed the reported failure. Log shows that on the complaint date, the console received the yellow controller error alarm before connecting the pump on the initial startup, then the aic restarted twice, and every time upon startup received the controller error (defective optical sensor lamp). During functional testing at the bench level, the failure mode was able to be reproduced. The root cause of the optical signal issue was determined to be due to the defective lamp. The failure modes will be monitored and trended.